Event description:
Device 2 of 2. Reference MFR report# 1627487-2012-00815. It was reported, the pt ((B)(6)) developed a staph infection in (B)(6) 2012 following the implant of her lead. Drainage was visible from both the ipg and lead incision sites, and a bulge was also observed at the latter. The source of the infection was reportedly the pt's skin. The pt was admitted to the hospital and placed on an intravenous antibiotic regime for one week. After which both oral and nasal antibiotics were prescribed along with medicated wash. Follow-up on this matter found the infection has now resolved.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.